Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and did not identify any obvious blur in the drip chamber. Microscopic inspection was also performed, and there were no issues identified with the drip chamber. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an opaque white blur in the drip chamber of a vented paclitaxel set. This was noted during priming. There was no patient involvement. No additional information is available.